Event description:
A pt implanted with prodisc-c at c4-c6 developed radicular symptoms accompanied by decreased strength on postop day 4 or 5. Postop imaging, including CT scan, did not reveal any anomalies. Surgeon plans removal and revision to fusion at c4-c5.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine the MFR site or the MFR date without a lot #. No investigation could be performed, no conclusion could be drawn as no device was returned.